Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17152768, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc3400-30, serial number: (B)(4), batch/lot number: 17146044, model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads and splitter revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. Lead fracture or splitter issue was suspected. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.